Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the right atrial (ra) lead was dislodged. The ra lead was explanted and no new lead was implanted as the patient no longer required a ra lead. The patient was stable following the procedure.